Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump rewind taking longer. The customer blood glucose level was unknown at the time of the incident. Customer also stated that they had sensor error and battery issue. The device will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No low battery alert less than one week anomaly and no rewind anomaly during test noted. (B)(4).